Manufacturer narrative:
As reported, hydro-surg plus laparoscopic irrigators had fluid leak. The subject device has been discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4)units released for distribution in november, 2023. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness. This MDR represents the hydrosurg plus laparoscopic irrigator (device #2). An additional MDR was submitted to represent the hydrosurg plus laparoscopic irrigator (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
As reported, during a laparoscopic salingo-oophorectomy procedure, two hydro-surg plus laparoscopic irrigators were leaking. The leaking was coming from the bottom of the pump assembly where the tubing connects. There was no patient injury.

Manufacturer narrative:
As reported, hydro-surg plus laparoscopic irrigators had fluid leak. The subject device has been discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. H11: this is an addendum to the previous MDR submitted. This supplemental MDR is submitted to remove the statement "to date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2023" and "note, the date of event is considered to be a best estimate as 26-dec-2023 based on the date of awareness" which was inadvertently included in the manufacturer narrative and to correct the medical device expiration date. Corrected fields: d4 (medical device expiration date). This supplemental MDR represents the hydro-surg plus laparoscopic irrigator (device #2). An additional supplemental MDR was submitted to represent the hydro-surg plus laparoscopic irrigator (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded

Event description:
As reported, during a laparoscopic salingo-oophorectomy procedure, two hydro-surg plus laparoscopic irrigators were leaking. The leaking was coming from the bottom of the pump assembly where the tubing connects. There was no patient injury.

Manufacturer narrative:
As reported, hydro-surg plus laparoscopic irrigators had fluid leak. The subject device has been discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to remove the statement "to date, this is the only reported complaint for this manufacturing lot of 1440 units released for distribution in november, 2023" and "note, the date of event is considered to be a best estimate as 26-dec-2023 based on the date of awareness" which was inadvertently included in the manufacturer narrative. Updated fields: b4, g3, g6, h2, h11 corrected field: h10 (manufacturer narrative) this supplemental MDR represents the hydro-surg plus laparoscopic irrigator (device #2). An additional supplemental MDR was submitted to represent the hydro-surg plus laparoscopic irrigator (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
As reported, during a laparoscopic salingo-oophorectomy procedure, two hydro-surg plus laparoscopic irrigators were leaking. The leaking was coming from the bottom of the pump assembly where the tubing connects. There was no patient injury.